Event description:
It was reported through remote transmission that loss of ventricular capture was observed. The lead was explanted and replaced. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).